Manufacturer narrative:
It is unknown if the reported event occurred during use on a patient. In the absence of this information, and erring on the side of caution, patient involvement with no known harm will be reported. Device is an instrument and is not implanted or explanted. (B)(6). Product investigation summary: one (1) depth gauge was returned for investigation in multiple pieces. A visual inspection, functional test, device history record review (DHR), and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approximately 75mm in length) and was returned. The slider is loose in the hollow body. The handle has various marks/scratches and the laser marking on the shaft is clearly visible. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and a body that slides on the measuring portion to provide additional protection for the needle attachment. Although the exact cause cannot be determined, the most probable cause is excessive force exerted on the depth gauge by placing/dropping heavy instruments on top of the device during the sterilization process. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used. The information is provided per the technique guide. The relevant drawings were reviewed with no drawing issues or discrepancies noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25mm) is driven by the fact that the needle must fit into a drilled hole of 1.5mm; the length (80mm) is determined so that the slider can measure screws up to 40mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. No new, unique, or different patient harms were identified as a result of this investigation. Service history record review: no service history review can be performed as part 319.006 with lot 7067377 is a lot/batch controlled item. The manufacture date of this item is (B)(6) 2012 (release to warehouse). The service history review is unconfirmed. Device history record review: manufacturing date: november 6, 2012 ¿ manufacturing location: (B)(4). A review of the non-conformance report (ncr) noted in the DHR was conducted. It was determined that the bending strength of an external thread element would be a function of the size of the minor diameter, not the major diameter; therefore, not be relevant to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event as follows: it was originally reported that a depth gauge for 2.0mm and 2.4mm screws had an unknown malfunction. Further, it was unknown when and where the malfunction occurred. Upon completion of the investigation on (B)(6) 2016, it was determined that the device had actually broken into three (3) separate pieces. Based upon this new information, the device was re-assessed and found to meet reportability criteria. This report is 1 of 1 for (B)(4).